Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that a saline leak was found at the end of surgery in the head coil of the catheter. The issue was identified post-operatively. The saline tubing was discarded following the discovery. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. It was later reported that the issue was not a product defect issue. The irrigation tubing was disconnected and left in the magnetic resonance imaging (MRI) head coil without being pinched off at the ingress of the saline bag. It was more so user error.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b18, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.